Manufacturer narrative:
Follow-up #1: date of submission 13-jul-2018. Device evaluation: the device has been returned and evaluated by product analysis on 30-aug-2018 with the following findings: during investigation, there were pump reboots and the battery compartment was cracked above the bumper pad & battery compartment threads are stripped. No corrosion observed in the battery compartment. The cap was unable to maintain electrical connection, reported ¿power¿ complaint is duplicated. New test battery cap was able to fit to maintain electrical connection. Test battery cap was used to complete a duration test; no reboots were duplicated during this time. The total daily dose added up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 600mg/dl, with extreme drowsiness, and symptoms of dehydration, associated with an alleged power with damage issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the battery compartment and cap threads were stripped, the yellow o-ring was visible, and the battery cap was unable to tighten to the pump. The pump allegedly experienced an intermittent power issue. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.